Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they were having trouble charging their implant and the issue began a couple weeks ago. Patient stated it took a good half hour to charge their implant. Patient noted they would put the recharger paddle on top of the paddle and the last couple times the implant did not charge and the implant was down to 40%. Patient stated yesterday they could not get the implant to work and they plugged the controller into the ac power supply and the controller charged to 100%. Patient noted after a half hour the implant was still at 40% and controller was at 60%. Patient mentioned they would reset the controller several times. Patient mentioned they saw numerous messages that showed both batteries were low. Patient confirmed they did not write down the messages. Patient mentioned they can tell battery in back is low since their back hurts. Agent instructed patient to unlock controller; controller showed 60% and ins 40%. Agent instructed patient to inspect recharger for damage; patient noted recharger cord has green showing and a little bit of copper at the end of the cord. Patient mentioned recharger cord and controller were getting really hot when charging their implant.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Pt reported they received the replacement recharger, but it was still taking 3 hours to charge. Pt reported that sometimes the controller battery would drop to the red quickly. They also mentioned a controller batteries low message would appear. Agent sent an email to repair to replace the controller and battery pack.

Manufacturer narrative:
Concomitant medical products: product ID 97755, lot#/serial# (B)(6), product type recharger product ID 97745bp, lot#/serial# (B)(6), product type accessory product ID 97745, lot#/serial# (B)(6), product type programmer, patient h2: correction: device code a24 omitted from previous report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Patient weight obtained. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient reported that replacement resolved issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Pt stated they were getting stuck on checking the recharger. After cleaning the controller port pt was able to recharge the implanted device.

Manufacturer narrative:
Continuation of d10: product ID 97755, lot# serial# (B)(6), product type recharger, h3: analysis of the recharger 97755 intellis rtm (s/n: (B)(6)) revealed the cable insulation was torn at the connector end and the recharger got hot at the connector after running it. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.